Event description:
Side rail may unlatched during use due to a missing compression spring. It was also reported that the stretcher had reduced brake force from damaged/worn casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.